Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty, the stent delivery system and guide wire became tangled and stuck together. The 100% stenosed lesion was located in the calcified and moderately tortuous right external iliac artery. An unspecified guide wire and an unspecified balloon catheter were advanced across the lesion. The lesion was pre-dilated and the balloon catheter was removed. The wallstent endoprosthesis with unistep plus delivery system was advanced to the lesion over the unspecified guide wire, however, the stent delivery system (sds) became "tangled" with the guide wire. The physician could not move the sds, therefore, the sds and guide wire were removed as a unit outside of the pt. An unspecified device was used to complete the procedure. No pt complications were noted and the pt's status was reported as "good".